Event description:
Spontaneous call from nurse. Order for a pump replacement, (B)(6) (infusion nurse), states there were some issues with the pump but did not specify any details, but she is requesting for another pump. Reported to (B)(6) by health professional.